Event description:
During preventive maintenance by a service technician this bio-console base instrument had back-up batteries that were depleted and would not charge anymore and a broken unitrack in the upper housing of the instrument. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery has been installed for 2 years and 3 months, and the lot number of the battery removed from the instrument is 0011211644. The battery did not reach it's lifespan.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service a technician. The service technician observed that the back-up batteries were depleted and would not charge anymore and a broken unitrak in the upper housing of the instrument. The issue was resolved by replacing the battery and unitrak. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.